Manufacturer narrative:
The insulin pump was received with currents within the specification range and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump was monitor and no unexpected blank display anomaly noted. No blank display. Lcd board ok. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was unknown. Device would shut off randomly. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.